Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2006. According to the complainant, post-procedure, the patient suffered urinary problems, pelvic and abdominal pain, dyspareunia, bleeding, urinary tract infection, stress urinary incontinence, and vaginal vault prolapse. All other information is unknown.